Manufacturer narrative:
Device lot number and UDI unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the screw fixing part of the orthopedic reference frame fixator was deformed. There was no patient present when this issue was identified.

Manufacturer narrative:
The part was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned instrument resulted in an physical damage failure through functional testing and visual/physical examination. Analysis states that the returned probe has an impact mark at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the returned probe was already submitted under MDR 1723170-2018-03882 the fixator was originally documented and reported in MDR 1723170-2018-03875. However, the fixator was discarded by the site so no further analysis could be performed. If information is provided in the future, a supplemental report will be issued.